Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: due to a dent on the grip, water tightness was lost; due to clogging of the nozzle, water removal ability did not meet the standard value; due to wear of the angle wire, the play of the up/down knob and the bending angle in the up direction did not meet the standard value; due to a crack on the probe cover, the insulation resistance value at the distal end did not meet the standard value; the probe cover and the adhesive on the distal sheath were cracked; the protector of the universal cord on control section side and on the suction connector side, switch3, the connecting tube and the universal cord were scratched; the suction cylinder was shaved; switch1 was worn; the universal cord and connecting tube were wrinkled. The customer provided additional information. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning, the distal end was cleaned with lint-free cloths/brushes/sponges. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing and follow-up with the user facility is currently being performed for additional details relating to the patient and event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope image appeared but was noisy. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: due to insufficient cleaning, the probe cover had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the foreign material on the plastic distal end cover/probe cover at distal end was confirmed however the root cause could not be identified. The event can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.